Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A patient underwent breast reduction procedure and the insorb 2030 skin stapler was used to close the skin incision. The patient experienced a 10 cm wound separation at 2 days post op. Which was closed in a clinical setting with suture under a local anesthetic.